Event description:
The customer reported the ventilator restarted during normal ventilation mode operation and did not alarm. The customer reported the unit was in use on a patient and there was no patient harm. Review of the device diagnostic log indicated a +-24/12v power fail occurence. During testing, the manufacturers field service engineer reported bus voltage reading was low when connected to ac power. The service engineer replaced the power supply and power cord to address the finding. The service engineer reported the device alarmed as expected with no problem found with alarm function. Applicable final testing was performed and passed to operating specifications, including alarms.